Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance after advancing a smart coil into the hub of a non-penumbra microcatheter; therefore, the smart coil was removed. The procedure was completed using three other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. The pusher assembly mid-joint was tested with a ring gauge and within specification. Conclusions: evaluation of the returned smart coil revealed offset coil winds on its embolization coil. If the introducer sheath is not aligned properly within the hub of its parent catheter, the embolization coil may begin to take shape within the hub and resistance may be experienced while advancing the smart coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. During the functional testing, resistance was experienced while attempting to advance the smart coil through the hub of a demonstration microcatheter as the embolization coil began to take shape within the hub and the smart coil could not advance any further. The non-penumbra microcatheter used in the procedure was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.